Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon review, it was determined that the patient's merlin transmitter was not placed within standard limits causing the implantable cardiac defibrillator to revert to backup mode after failed attempts to connect. The implantable cardiac defibrillator was revised during procedure on (B)(6) 2019. Patient was discharged.

Event description:
New information received noted that the patient did not undergo a revision procedure on 7aug2019. Programming changes were successfully made on (B)(6) 2019 which restored the device from backup mode.